Event description:
Alleged the bed has no functions working electrically or manually and the battery light is off.

Manufacturer narrative:
The facility has ordered the f17 and f18 fuses but has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.